Manufacturer narrative:
The pump alarmed for compromised force sensor system alarm due to loose and or protrude drive support disk. The pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer's pump alarmed for compromised force sensor system alarm. The customer's blood glucose level was 103mg/dl. Troubleshoot was conducted. The drive support cap was noted to be protruded. The customer was advised the pump would have to be replaced and returned for analysis.